Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change-out procedure dft (defibrillation threshold) testing on (B)(6) 2019, an alert for possible high voltage lead issue was noted. Low, out of range hv lead impedance and externalized conductors were observed on the right ventricular lead. Lead was capped and replaced. Patient was stable. Related manufacturer reference number: 2938836-2019-04225.